Event description:
It was reported that the deep brain stimulator had stopped working a couple of weeks prior to the date of this report. The patient¿s implant had stopped working and was not functioning. The patient had gone to see the healthcare professional on (B)(6) 2014 for a normal visit and the patient¿s programming was tweaked. It was noted that the programming changes were not causing a response during the programming session which had concerned the healthcare professional. It was noted that since (B)(6) 2014 the device was working and the patient was benefitting from the deep brain stimulator. On (B)(6) 2014, the patient had an MRI to confirm the lead was still positioned in the correct location of the brain, the results were not yet available. It was noted that the patient was taking oral carbidopa and levodopa every six hours. On (B)(6) 2014, the patient had started to not feel well and had increasing tremor. The patient had to increase the oral carbidopa and levodopa to every 1.5 hours. Patient had to turn the device off for the MRI on (B)(6) 2014 but the device was turned back on. The patient confirmed the device was on and ok. It was further noted that the patient had not used the patient programmer to make adjustments. The patient had an appointment to see the healthcare professional on the monday following the date of this report. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3387s-40, lot# va05uf5, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va05uf5, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va05uf5, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va05uf5, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported this was the first time the manufacturer representative had heard of the issue. It was stated it was "trim planted" and it appeared from the notes that they thought it was turning itself off. It was stated the system had turned off spontaneously. It was stated on (B)(6) 2013 the patient had their system programmed by their doctor. It was stated there were no large swings in reaction but it was sufficient to get best fit. It was noted on (B)(6) 2013, they had a routine appointment and their system was "tweaked" for best operation. It was stated there were no large swings in reaction during the adjustments but sufficient to get best fit and no reason for concern. It was stated on (B)(6) 2014, the patient had a routine appointment and they attempted to tweak the system and there was no notable reaction from the patient. It was noted, it was over a considerable period of adjustments - approximately 2 hours. It was noted the doctor was concerned that maybe the neurostimulator probe was incorrectly positioned in the brain. It was stated a magnetic resonance image (MRI) would confirm or deny that concern. It was stated an appointment was scheduled for (B)(6) 2014 to follow-up with MRI results. It was stated the patient was given medication to calm their anxieties prior to the MRI. It was noted the felt a little "off color" soon after the MRI but "it was put down that medication taken." It was stated the day after the MRI the patient complained that they still felt unwell around mid-day. It was stated the ins was checked and it indicated that it was off. It was stated there had been no difference in the routine in the time since they left the hospital " no closeness to magnetism, etc. It was stated they were unable to set the system to on even though they carried out the correct procedures since the caretaker was well-versed in the process. It was noted no tremors were observed. It was stated they repeatedly tried to switch the system on and then off several times and finally the system was stuck at on. It was noted the patient felt better almost immediately. It was stated on (B)(6) 2014, the MRI results had looked good. It was stated the placement of the stimulator probe in the brain was correct. It was noted on (B)(6) 2014, the patient had complained that they felt unwell in the afternoon. It was stated the system was checked and it showed it was off. It was noted the system was reset to on and it continued to function ok. It was noted one day prior to report the patient had an appointment scheduled to discuss the MRI findings and subsequent events. It was stated they observed on the clinician programmer usage display that the dbs had indeed been off for half a day from (B)(6) nighttime to (B)(6) morning. It was stated the minor period on (B)(6) was so short it did not show up on the monthly display viewed. It was stated during the observation process by the doctor it appeared that the memory of the device for the calendar dbs usage was cleared down, so no lasting records were available when the other doctor arrived. It was stated the system was "tweaked." It was noted the system was set in the best fit for the patient. It was noted it was not good that the dbs appeared unstable. It was stated the patient would record any future relapses.